Manufacturer narrative:
The customer reported to olympus that the issue with the device was resolved, however, no resolution details were provided and a cause for the reported problem cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the nbi was not functioning or the standby lamp would not ignite. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely there was no abnormality in the subject device and either of the following is presumed to be a cause: the endoscope that is compatible with narrow band imaging (nbi) observation was not used, or the connection of the light source cable was incomplete. This issue is addressed in the instructions for use (IFU): "irregularity description: nbi observation is disabled. Possible cause: an incompatible endoscope is connected. An incompatible light source cable is connected. The nbi observation mode is not selected. Solution: connect the endoscope compatible with the nbi observation. Connect the light source cable correctly as described in section 3.6, ¿connection of the video system center¿. Press the observation mode button or the observation mode select button to select the nbi observation mode.".

Event description:
The problem was first identified before a colonoscopy procedure. The intended procedure was completed with no delay using the same device. There was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.